Event description:
Reportedly, the device was replaced because of battery depletion.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the device was replaced because of battery depletion.

Event description:
Reportedly, the device was replaced because of battery depletion.